Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a pocket erosion and the patient developed an infection. Cultures were taken and gram positive cocci klebsiella aergenes was identified. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted and the patient was treated with antibiotics. A temporary pacer was used post explant and a new system was implanted three days later. No further patient complications have been reported as a result of this event.